Manufacturer narrative:
CAPA 126212 has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. CAPA 126212 was initiated to determine the root cause associated with stopper pop off and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd is not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that during collection, centrifugation, and transportation the stopper of a 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube gold bd hemogard¿ closure tube detached from the distal needle. There was no report of injury or medical intervention.